Event description:
It was reported that the patient's friend was shocked while moving the remote monitor. It was unknown if the cord was frayed or where the friend was touching the monitor. The patient was advised to bring the monitor to the clinic for an evaluation of the monitor. The clinician chose to replace the monitor rather than the patient bringing it to the clinic. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The unit is able to power up and working fine with the batteries returned. Verify passed full functional test. No defect was found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.